Manufacturer narrative:
B2. The date of death was not provided for any of the reported deaths. B3. Event date was estimated based on the earliest procedure date noted in the literature article. D6a. Implant date was estimated based on the earliest procedure date noted in the literature article. E1. Division of vascular and endovascular surgery at duke university h6. E2401 was used, as the cause of death was not reported in any case. Details of the event, including product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Cui, c. L., pride, l. B., loanzon, r. S., southerland, k. W., chun, t. T., williams, z. F., & kim, y. (2025). Postoperative bleeding complications are common among patients undergoing transcarotid artery revascularization. Annals of vascular surgery, 110, 144-152. Https://doi.org/10.1016/j.avsg.2024.07.109.

Event description:
It was reported via literature that three patients who underwent a transcarotid artery revascularization (tcar) procedure died within 30 days of their respective procedures. This study was a retrospective data review of 116 patients between january 1, 2017, through april 30, 2023, who underwent tcar. The data was analyzed as the postoperative 30-day outcomes, specifically assessing incidence of bleeding complications. Review of the data revealed that three patients died within 30 days following their respective tcar procedures. The cause of death was not reported for any case. No further information was provided to boston scientific.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes. B2. The date of death was not provided for any of the reported deaths. B3. Event date was estimated based on the earliest procedure date noted in the literature article. D6a. Implant date was estimated based on the earliest procedure date noted in the literature article. E1. (B)(6). H6. E2401 was used, as the cause of death was not reported in any case. Details of the event, including product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Cui, c. L., pride, l. B., loanzon, r. S., southerland, k. W., chun, t. T., williams, z. F., & kim, y. (2025). Postoperative bleeding complications are common among patients undergoing transcarotid artery revascularization. Annals of vascular surgery, 110, 144-152. Https://doi.org/10.1016/j.avsg.2024.07.109.

Event description:
It was reported via literature that three patients who underwent a transcarotid artery revascularization (tcar) procedure died within 30 days of their respective procedures. This study was a retrospective data review of 116 patients between january 1, 2017, through april 30, 2023, who underwent tcar. The data was analyzed as the postoperative 30-day outcomes, specifically assessing incidence of bleeding complications. Review of the data revealed that three patients died within 30 days following their respective tcar procedures. The cause of death was not reported for any case. No further information was provided to boston scientific.